Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using pod8s. During the procedure, a pod8 became struck inside a non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the proximal pet lock was intact. The pusher assembly was kinked approximately 5.0 cm and 143.5 cm from the proximal end of the pusher assembly. The pusher assembly had bends approximately 57.0 cm, 69.0 cm, 79.0 cm, 89.0 cm, 99.0 cm, 110.0 cm and 120.0 cm from the proximal end of the pusher. The distal detachment tip (ddt) was separated from the polymer. One set of ddt eyelets was fractured and remained embedded in the polymer. The pull wire was approximately 1.0 cm outside the distal end of the pusher. The distal pet bump on the pull wire was damaged. Conclusions: evaluation of the returned pod8 revealed that the ddt of the pusher assembly was separated from the polymer. The reported complaint mentioned that the pod8 became stuck, therefore it is likely that resistance was experienced as the device was advanced. If the device is forcefully withdrawn while experiencing resistance, the ddt may separate from the pusher assembly polymer. One set of ddt eyelets was fractured and remained embedded in the polymer. This may have occurred if the other sets of ddt eyelets detached from the polymer while one set remained embedded in the polymer during withdrawal of the device. Further evaluation revealed the pull wire was distal to the pusher assembly ddt. It is likely that the separation of the ddt from the polymer caused the pod8 to detach and the pull wire to be positioned distal to the ddt. Further evaluation revealed the pet bump was damaged. If the device is forcefully advanced against this resistance, damage such as a damaged pet bump may occur. The non-penumbra catheter and embolization coil were not returned for evaluation; therefore the root cause of the reported complaint was unable to be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.